Event description:
It was reported that t:slim x2 pump battery would not charge and pump would not turn on despite use of tandem charging cable, wall adapter, extended charging time, and alternative cables and adapters. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software.